Event description:
Upholstery is worn out customer does not use a cushion and her body was resting on the cushion. She stated she got a pressure sore. Tbm states she does not use the front riggings. They have homemade foot rest cloth strap and her knees are up higher than her waist. She used no cushion.